Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that they replaced the imaging system computer to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect computer was returned to the manufacturer for evaluation. Testing found that the hard drive failed testing, where leds were not illuminated. No audible sounds could be heard from the hard drive and the display did not function. This confirmed a computer failure due to a hard drive malfunction.

Event description:
A medtronic representative reported that, while starting up the imaging system, the system became unresponsive stating "system booting please wait". Restarting the viewing station of the imaging system and imaging system respectively did not resolve the reported issue. No additional information was provided. The reported issue did not occur in a clinical setting, therefore no patient was involved.